Event description:
Spontaneous. Patient has had a "no disposable clamp tubing" alarm on her pump 3 times with the new cassette that she mixed and switched to another cassette from her most recent order. She did not get the same alarm with the newest cassette and resumed infusion without issue. The serial numbers for the malfunctioning cassettes are (B)(6). No further information available. She eventually concluded the pump was working fine but the cassette was malfunctioning. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes was any medical intervention provided? No, none needed. Is the actual cassette available for investigation? Yes. Did we replace device? She used another cassette she had on hand. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing? Reported to cvs/caremark by: patient/caregiver. Reference report: mw5146603.